Event description:
It was reported that this implantable pacemaker was explanted and replaced due to premature battery depletion. This device is expected to be returned for analysis. No further adverse patient effects were reported. Additional information was requested in order to inquire about the serial number. However, at this time, no further information is available.

Manufacturer narrative:
Amendment: this device was originally reported without model/serial number. Additional information was received which clarified this and it was found that a second report had been sent with the model/serial number, additionally, clarifying that the device was explanted. Please refer to the report 2124215-2024-20585.

Event description:
It was reported that this implantable pacemaker was explanted and replaced due to premature battery depletion. This device is expected to be returned for analysis. No further adverse patient effects were reported. Additional information was requested in order to inquire about the serial number. However, at this time, no further information is available. This device was originally reported without model/serial number. Additional information was received which clarified this and it was found that a second report had been sent with the model/serial number, additionally, clarifying that the device was explanted. Please refer to the report 2124215-2024-20585.